Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. Fse determined the airflow and the exhalation flow sensors were out of tolerance. Fse replaced the inhalation assembly, ran required performance tests and all test passed. Ventilator is ready for clinical use. This customer returned the exhalation flow sensor. Tested and no failures noted. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Field service engineer (fse) reported during serving the unit failed the airflow test. There was no patient involvement.